Manufacturer narrative:
This is 5 of 5 (1 stent and 4 coils) reports filed for the reported event. The subject device remains implanted.

Event description:
The patient underwent successful stent assisted coil embolization of a left posterior communicating artery aneurysm. It was reported that approximately 32 months post the index procedure the patient underwent additional coil embolization due to aneurysm recanalization. Approximately 30 days post re-treatment, the patient experienced transient ischemic attacks (tia) due to discontinuation of the clopidogrel medication. However, it was reported that it was unknown when the tia had started. The clopidogrel was re-started in response to the event. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, transient ischemic attack is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent assisted coil embolization of a left posterior communicating artery aneurysm. It was reported that approximately 32 months post the index procedure the patient underwent additional coil embolization due to aneurysm recanalization. Approximately 30 days post re-treatment, the patient experienced transient ischemic attacks (tia) due to discontinuation of the clopidogrel medication. However, it was reported that it was unknown when the tia had started. The clopidogrel was re-started in response to the event. No further information is available.